Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor. The motor was tested outside of the insulin pump and passed. No weak battery alarm noted. All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery or off no power alarms noted. All buttons functioned properly. However, found moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error during the manual prime. Customer does not recall any significant events leading to the alarm or error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for no delivery and found that there were multiple motor error alarms in pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.